Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea, worsening mitral regurgitation, mitral valve injury (tissue damage), and surgery, are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported dyspnea, tissue damage and worsening mitral regurgitation appear to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was explanted and discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with an mr grade of 3-4. Two clips were implanted reducing mr to 1. On (B)(6) 2018, the patient returned with dyspnea. Echocardiogram was performed, confirming mr increased to 3-4. The clips were confirmed to be secure on both leaflets. On (B)(6) 2018, mitral valve replacement was performed, during surgery it was noted that there was a tear on the posterior leaflet. The patient remained stable. No additional information was provided.